Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed the report of left ventricular assist device (lvad) software faults and a pump stop due to a driveline disconnection performed to power cycle the pump. Although a specific cause for the lvad software faults could not be conclusively determined through this evaluation, the faults resolved after the pump power cycle. The submitted controller event log files captured data on (B)(6) 2021. A persistent (f63) lvad software fault was captured throughout the data until the driveline was disconnected on (B)(6) 2021, resulting in a pump stop consistent with the power cycle recommended by abbott technical services. The driveline was reconnected, and the pump regained speed without issue. The (f63) lvad software fault resolved with this power cycle, and there were no notable events or alarms captured following the driveline reconnection. Before and after the pump stop event, the system appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log file contained fault changes that were caused by an lvad software fault. It was recommended to reset the pump by disconnecting and reconnecting the driveline. After further review of the log file, the pump off event was determined to be caused by a driveline disconnect. An electrostatic discharge event was also captured in the log file on (B)(6) 2021. The pump was off for approximately 6 seconds during this reset. The lvad software fault resolved after the pump power cycle. The vad is functioning as intended.